Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a blood glucose of 23-24 mg/dl; cause was due to customer being stressed resulting in customer being distracted, mismanaging their diabetes, and delivering a bolus incorrectly. No further information was provided pertaining to customer's bolus delivery. Customer became unconscious resulting in customer falling off the wheelchair causing scrapes on the customer's skin. Reportedly, customer consumed carbohydrates and was given a glucagon injection and paste to address bg level. Subsequently, the customer was admitted into the emergency room (ER) and treated with saline fluids and consumption of carbohydrates and apple juice. Customer was released from the emergency room (ER) the following day, on (B)(6) 2022. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, infusion set tubing, infusion set cannula, or insulin in use. Customer received further training on the pump as the customer is new to pump functionality.